Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector could not be attached to the insulin cartridge despite the user following placement technique, and the user discarded the luer connector; the patient was in training and blood glucose levels were unaffected. Symptoms included no reported clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed an inability to attach the connector with no visible damage reported by the user. It was concluded that the device component interaction issue could not be reproduced, and user guidance was reinforced.